Event description:
A physician was attempting to use two hsxl defibrillators. Simultaneously to cardiovert a pt. The physician reported that he could not get the two defibrillators to fire simultaneously. The physician was able to cardiovert the pt with one of the two defibrillators. There was no negative impact to the pt.

Manufacturer narrative:
(B)(4): a physician was attempting to use two hsxl defibrillators simultaneously to cardiovert a pt. The physician reported that he could not get the two defibrillators to fire simultaneously. The physician was able to cardiovert the pt with one of the two defibrillators. There was no negative impact to the pt. Thus use model is not supported, however, we are considering this as a malfunction (based on the customer report) while the investigation continues. A f/u report will be submitted upon completion of the investigation.